Event description:
It was reported that: "the balloon was defective, on inflation had a leak due to which even after proper placement was unable to get good inflation. The patient was reported as fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the balloon was defective, on inflation had a leak due to which even after proper placement was unable to get good inflation. The patient was reported as fine."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported complaint of balloon leak was confirmed upon investigation of the returned sample. The customer returned the defective sample for investigation. Functional testing of the balloon identified the leak as well as the mechanical damage of the balloon wall. A review of the manufacturing process confirmed that ez-blocker kits undergo 100% leakage test, visual inspections and inflation testing during final inspection, as part of the product release criteria. Any such defects would be detected as out of specification. The nature of the damage suggests it was caused after release during packaging or storage and transportation or by customer handling. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the exact root cause of this reported issue was undetermined. No manufacturing related root cause identified for this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "the balloon was defective, on inflation had a leak due to which even after proper placement was unable to get good inflation. The patient was reported as fine."